Event description:
It was reported via phone call, that the customer received excessive no delivery alarms. The customer also reported an occlusion. Customer's blood glucose level at the time 366mg/dl. Troubleshooting occurred. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoir was not occluded. Another opened/used reservoir was not tested as it was partial returned only barrel. It was missing stopper plunger, transfer guard, and plunger.